Manufacturer narrative:
(B)(4). The customer returned a used unraveled spring-wire guide (swg) for investigation. Visual examination of the swg revealed the guide wire is unraveled from the proximal weld and the distal j-bend was undamaged and retained its shape. The guide wire body also had multiple bends and stretched coils. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The proximal core wire protruding is rounded and pinched. The distal weld was still intact. Both the proximal and distal welds appeared full and spherical. Prominent kinks in the swg were located approximately 254 mm and 440 mm from the distal weld. The broken core wire measured 600 mm in length, which is within the specifications; therefore no pieces of the core wire appear to be missing. The outside diameter (od) of the guide wire was also within specification. The undamaged distal end of the guide wire was able to advance through a lab inventory 18ga introducer needle and arrow raule rson syringe with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was damaged was confirmed through examination of the returned sample. The guide wire was unraveled and the core wire was broken adjacent to the proximal weld. Dimensional inspection did not reveal any evidence of a manufacturing related issue. A device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the spring wire guide unraveled inside the patient. The entire wire was removed , and the cvc was successfully placed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the spring wire guide unraveled inside the patient. The entire wire was removed, and the cvc was successfully placed.